Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion with infusion set site event on 17-apr-2024. The blood glucose level was 180 mg/dl at the time of event. The event occured within three hours of insertion. The site of insertion was at upper buttocks. No further information available.